Manufacturer narrative:
There is no indication that the access hypersensitive htsh device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported discrepant thyroid-stimulating hormone (tsh) results, for one patient, involving access hypersensitive htsh used in conjunction with the unicel dxi 600 access immunoassay system. The customer stated the initial result was released out of the laboratory. Subsequent testing of the patient's sample, on an alternate unicel dxi 600 system, generated lower results. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in 3.5 ml lithium heparin tube with gel. No sample integrity issues were noted. The customer indicated quality control (qc) was within specification at the time of the event. No system issues were reported. The instrument was in operation.